Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.